Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided, and the customer was assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred.